Manufacturer narrative:
Additional information received reported the patient's date of birth is (B)(6). The explant date for the right eye was (B)(6) 2017. There were no complications such as an incision enlargement, vitrectomy, or sutures. The replacement lens was a pcb00 18.5 diopter. Reportedly, the patient left the operating room in excellent condition. No additional information was provided. Age/date of birth: (B)(6). Outcomes attributed to adverse event: required intervention. If explanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/13/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, best estimate date is during 2017. If explanted, give date: there is a planned explant scheduled for (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had bilateral intraocular lens (iol) implants. A zxr00 19.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. There is a planned explant on (B)(6) 2017, due to patient complaints of subjective visual disturbances, glare sensitivity, and halos. It was also reported that the patient has stopped driving. No additional information was provided. Note: this complaint folder will address the patient's right eye. The patient's left eye will be addressed in a separate MDR.